Event description:
Edwards received notification that a foreign particulate (hair) was found on a 29mm valve and that it was found during parachuting down the valve after put it all the sutures and cutting the valve from the holder. Reportedly, the valve was rinsed twice in two separate saline bowls for 2 minutes and as per medical opinion, the foreign particulate was stuck between the holder and the valve. The valve was replaced with a non-ew device. The patient was doing well after procedure.

Manufacturer narrative:
H3. Device evaluation: customer report of foreign particulate was confirmed. A hair-like particulate was returned with a piece of foam approximately 5cm long. One end of the particulate appeared to be consistent with hair follicle. The other end of the particulate was tapered. The particulate was approximately 12mm long. Photo provided of foam and hair-like particulate appeared consistent with lab findings. H10: additional manufacturer narrative: updated section b5 and h3.

Manufacturer narrative:
H10. Updated section h6. A definitive root cause for the hair particulate could not be conclusively determined, but there are no indications that it originated from edwards. Operator awareness communication has been performed as a conservative measure.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. A supplemental MDR will be submitted after product evaluation is complete. A definitive root cause cannot be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a foreign particulate (hair) was found on a 29mm valve and that it was found during parachuting down the valve after put it all the sutures. Reportedly, the valve was rinsed twice in two separate saline bowls for 2 minutes. The valve was replaced with a non-edwards device.